Event description:
A pt developed a corneal ulcer to the right eye after purchasing cosmetic contact lenses from a beauty shop. Pt presented to the emergency dept. In 2002. Pt was admitted with a total corneal ulcer and scleritis of the right eye. Bacterial cultures revealed a pseudomonas aeruginosa infection. Pt was initiallly hospitalized for 1 week, undergoing aggressive topical antibiotics and intravenous antibiotics. Pt subsequently failed to heal over the course of the next month and was re-admitted to the hospital in 12/2-1/2003. Pt's current condition is count finger vision in the right eye. This fits the legal definition of blindness.